Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. Based on the lack of information regarding the alleged transfusion reaction, ocd's medical director has determined that a serious injury had occurred. (B)(4).

Event description:
Customer reported that an antibody screen resulted 1+ positive on a patient sample with no previous history. Testing was then performed with vra153 and no reactivity was observed. Customer then performed a tube liss crossmatch with two units. Compatible results were observed. The two units were transfused. Customer reported that a transfusion reaction had occurred. One unit was positive for the e antigen. No further details were provided by the customer.